Event description:
The 2.0x150mm guide wire came out of the bone with the 3.5mm cannulated drill bit during the drilling process.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Manufacturer narrative:
Evaluation summary; the reported event of the product stuck together for unknown_osteosynthesis_product could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. According to the event description the surgeon used the ref#702460 asnis iii threaded guide wire ø2.0 x 150mm and probably the 702450 asnis iii 5.0mm, cannulated drill ø3.5mm with ao coupling together. The two references were stuck. It important to ensure that the cannulation of the instrument pre-, inter- and post operatively are clean and does not accumulate bone debris. Additionaly cleaning stylet for inter and post-operative cleaning of cannulations is available to avoid devices to be stuck together. Notes: ¿ users have to ensure the cleanliness of the cannulation of the instrument pre-, inter- and post operatively to make sure that bone debris does not accumulate and to reduce the risk of instruments binding on the guide wire." (V15011 rev k 01-2014 instruments) [original statement] asnis iii threaded guide wire ø2.0 x 150mm correspond with the 5.0mm instruments => the hcp should have used the following references: 1) ref# 702445 asnis iii 5.0mm, double drill guide ø2.0/3.5mm. 1.1) possibility in dense bone, puncturing the cortex with ref# 702453 asnis iii 5.0mm, drill bit ø2.0 x 150mm. 2) ref# 702460 asnis iii threaded guide wire ø2.0 x 150mm. 3) ref# 702447 asnis iii 5.0mm, cannulated drill ø5.0mm with ao coupling. "Additional information [...]cleaning: care should be taken to utilize the cleaning stylet for inter and post-operative cleaning of cannulations. Correct inter-operative use of this instrument prevents accumulation of debris." (P.13, asnis iii optech, la3sb rev 6) [original statement] 702492 asnis iii 4.0mm, cleaning stylet ø1.4mm a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The 2.0x150mm guide wire came out of the bone with the 3.5mm cannulated drill bit during the drilling process.